Event description:
Customer reported experiencing inaccurate erratic results with a ot ultra meter. Their blood glucose results were 12.7, 8.4, and 9.4 mmol/l. Tests were done within 5 minutes with a difference of 25%. They did not experience any adverse events.